Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced a lot of pain in the upper back, near where the leads were located. The area was also sensitive to touch. The patient had an early lead pull procedure and the leads were discarded by the medical facility. There were no reported complications postoperatively.